Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated device displayed a "poor pad contact" message with these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned for evaluation and the malfunction was duplicated. During visual and microscopic evaluation, an open wire was found within the jumper wire. This is a malfunction that only impacts the self test of the electrodes with the defibrillator. Although the electrodes failed the readiness test, they are capable of delivering therapy. This type of malfunction does not pose any clinical impact and does not meet our guidelines for reportability. Analysis for reports of this type has not identified an increase in trend.